Manufacturer narrative:
(B)(4). The stent remains in the vessel. The delivery system was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported deployment difficulty; however, the separation and treatment appears to be related to the circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during a procedure of the moderately tortuous, noncalcified, de novo, distal external iliac artery, using the right common femoral artery (cfa) retrograde after angioplasty a dissection was noted. As treatment a supera stent delivery system (sds) was deployed per the instructions for use (IFU), but met resistance with the sheath. The physician attempted to pull the sheath back but the stent remained in the sheath. Pushing the supera delivery system back up the artery resulted in the stent rolling inside itself and out of the sheath. Once out of the sheath the stent was pulled back into a natural state, pulling the sheath and completing the deployment. It was noted that the sheath was close to the delivery system and the edge of the sheath clipped the tip, separating it from the delivery catheter. The tip remained on the guide wire. The delivery catheter was removed. A left cfa puncture was used and a long sheath placed up to the aorta. Using a snare device, the guide wire was dragged into the sheath. Once the guide wire and the tip were in the sheath, both sheaths were removed from the anatomy. There was no reported adverse patient sequela. The groin was closed using manual compression on the bilateral cfa punctures. No additional information was provided.